Manufacturer narrative:
Concomitant: 5038-58 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the device had reached battery depletion prematurely. The device will be replaced and remains in use. No patient complications have been reported as a result of this event.